Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. If additional information is received a supplemental MDR will be submitted. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for six years, nine months underwent a valve-in-valve procedure due to unknown reasons. A 29mm 9600tfx valve was successfully deployed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve implanted for six years, nine months underwent a valve-in-valve procedure due to worsening mitral valve function. The patient presented with acute chf. A 29mm 9600tfx valve was successfully deployed.

Manufacturer narrative:
H10: additional manufacturer narrative: added information to b5, b7, h6.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.